Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer continued to use the pump for insulin therapy. Customers blood glucose was 40 to greater than 400. Low blood glucose was caused by customer not eating as large of a meal as they intended. Customer consumed carbohydrates to address low blood glucose.